Event description:
This report was received from (B)(6) and is a spontaneous report by a physician from (B)(6) of recurrent bacterial peritonitis in a patient coincident with dianeal pd4 ultrabag therapy for uremia. On (B)(6) 2011, the patient experienced abdominal pain and turbid peritoneal effluent. On (B)(6) 2011, the patient was diagnosed with bacterial peritonitis manifested by abdominal pain and turbid effluent and was hospitalized the same date. The cause of the peritonitis was not reported however, the physician suspected the current episode of peritonitis might be a recurrence of peritonitis that had occurred in (B)(6) 2011. On (B)(6) 2011, the patient began remedial therapy with norvancomycin for the recurrent bacterial peritonitis. The event of recurrent bacterial peritonitis was resolving. Dianeal pd4 ultrabag therapy was ongoing as was remedial therapy with norvancomycin. The physician stated the event of peritonitis was unlikely related to dianeal pd4 ultrabag therapy as this was the third peritonitis for this patient since (B)(6) 2011. The batch record and analytical results for dianeal pd4 ultrabag lot number g1106294 have been reviewed and found to be compliant with the standard specification.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The cause of the reported condition of peritonitis is undetermined.